Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between june 2006 and june 2013. This is 2 of 2 reports.

Event description:
The patient who underwent neuroform + neuroform y configuration stent assisted embolization to treat an anterior communication artery (acoma) aneurysm had permanent perioperative complication of hematoma with left hemiparesis, then impairment of consciousness. The modified rankin scale (mrs) score was measured of 6 (dead). No further details wer provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, stroke, hematoma, neurological deficit and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient who underwent neuroform + neuroform y configuration stent assisted embolization to treat an anterior communication artery (acoma) aneurysm had permanent perioperative complication of hematoma with left hemiparesis, then impairment of consciousness. The modified rankin scale (mrs) score was measured of 6 (dead). No further details wer provided.